Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 491mg/dl. The customer states they would treat with infusion set change, but had no insulin left. The customer disconnected the line and no further troubleshoot was able to be conducted.